Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had surgery on her right eye (od) in (B)(6) 2022 and left eye (os) in (B)(6) 2022 with a dib00 intraocular lens (iol) inserted into both eyes. The patient reported that symptoms started immediately after surgery to include ghosting and double vision with distance, scratchy-irritation relating to dry eyes, and sensitivity to light. Patient was diagnosed with anisometropia from doctor. The patient reported that the symptoms have been debilitating resulting in a leave of absence from work and inability to drive for six weeks post-surgery. The patient reported that she requires glasses for driving and general vision, prescription, and over the counter eye drops to alleviate dry eye, and that she requires sunglasses and/or brimmed hats for protection from sunlight when outside due to sensitivity to light. The patient has had two doctors confirm the dry eye issue is not causing vision issue. The patient reported she also is using eye ointments, bruder moisturizing packs, and taking fish oil capsules to help alleviate symptoms. The patient reported that she has had no prior eye issues, no lasik surgery, or eye procedures in the past. There has been no additional medical or surgical intervention required or planned at this time. Product is not available for evaluation as the iols remain implanted. No additional information provided. This report is to capture the event for the left eye (os). A separate report is being submitted for the right eye (od).